Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was capped/abandoned due to lead body damage. A new lead was implanted. No additional adverse patient effects were reported.